Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving medication via an implanted pump. The indication for pump use was non-malignant pain. On 31- mar-2016 it was reported that per the physician, the patient was consistently having 50% more volume in his reservoir than calculated. It was unknown by the reporter when it began. The physician was planning on having an MRI done on the patient and possibly a dye study. The patient was having intermittent leg weakness.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.